Event description:
Reporter indicated that vns pt was explanted due to recurrent infection. The infection was present at both the pulse generator/pocket and bipolar lead/cervical areas and was first treated with oral antibiotics approximately three months post-implant. Additional antibiotic therapy and I&d were performed approximately one month later with another course of antibiotic treatment and explant of both the lead (including electrodes) and generator approximately four months later. The infection has reportedly resolved. Intraoperative antibiotics were used during the initial implant surgery; however, it is not known whether pre and/or post operative antibiotics were prescribed. The ncp system tunneling tool was used as a single-use-only device during the implant surgery and the pt is not implanted with any other devices. Review of mfg records for the pulse generator confirmed sterilization of device.